Event description:
During the procedure, the surgeon clipped the cystic duct and attempted to transect the duct using the stryker sustainability microline endocut scissors. The tip would not cut the duct following 3 attempts.